Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 around 6:30 pm, she had suffered a hypoglycemic episode and had driven into a fence. Paramedics were called and patient's bg was measured at 25 mg/dl and patient was treated with dextrose. Patient was transported to the hospital where she was given food. Patient is unaware of cgm's values at the time of the hypoglycemic event.patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event.